Event description:
Received information regarding a cartridge leak. Reportedly there were multiple cracks on the cartridge. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.